Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 17-aug-2017. The most recent information was received on 09-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain"), device breakage ("fragment migrated behind the bladder"), device dislocation ("fragment migrated behind the bladder") and paralysis ("major headaches with paralysis / unbearable headaches") in a female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal distension ("swollen abdomen"). In 2016, the patient experienced paralysis (seriousness criterion medically significant), headache ("major headaches with paralysis / unbearable headaches"), fatigue ("very marked fatigue"), amnesia ("memory loss"), alopecia ("hair loss") and genital infection female ("recurrent gynaecological infection"). In (B)(6) 2017, the patient experienced complication of device removal ("device removal incomplete"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel, titanium and chrome"), abdominal discomfort ("very tense abdomen") and dizziness ("dizziness"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2017, essure fragment remained inside) and surgery (removal of essure fragment planned to avoid organ perforation). At the time of the report, the back pain, paralysis, headache, abdominal distension, abdominal discomfort, fatigue, amnesia, alopecia, genital infection female and dizziness outcome was unknown and the device breakage, device dislocation, allergy to metals and complication of device removal had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, allergy to metals, alopecia, amnesia, back pain, complication of device removal, device breakage, device dislocation, dizziness, fatigue, genital infection female, headache and paralysis with essure. The reporter commented: surgeon did not perform an x-ray before of after the surgery for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: allergic to nickel, titanium and chrome scan - in 2017: fragment of essure behind bladder lumbar puncture, MRI, CT-scan and electromyography . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-feb-2018: health authorities provided more information from reporter. Bilateral salpingectomy (new action taken) in (B)(6) 2017 to remove essure, surgeon did not perform an x-ray before or after surgery. A fragment remained (new event) with all associated adverse events. Blood sample was taken and patient was found to be allergic to nickel, titanium and chrome. The essure fragment migrated behind the bladder and patient needs another interventin to prevent organ perforation. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 29-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") and paralysis ("major headaches with paralysis / unbearable headaches") in a female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal distension ("swollen abdomen"). In 2016, the patient experienced paralysis (seriousness criterion medically significant), fatigue ("very marked fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), genital infection female ("recurrent gynaecological infection") and headache ("major headaches with paralysis / unbearable headaches"). On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"). On an unknown date, the patient experienced dizziness. On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"). On an unknown date, the patient experienced dizziness. The patient was treated with surgery (steps underway for removal). At the time of the report, the back pain, paralysis, abdominal distension, abdominal discomfort, fatigue, amnesia, alopecia, genital infection female and headache outcome was unknown and the dizziness outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, alopecia, amnesia, back pain, dizziness, fatigue, genital infection female, headache and paralysis with essure. Diagnostic results: lumbar puncture, MRI, CT-scan and electromyography were done. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") and paralysis ("major headaches with paralysis / unbearable headaches") in a female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal distension ("swollen abdomen"). In 2016, the patient experienced paralysis (seriousness criterion medically significant), fatigue ("very marked fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), genital infection female ("recurrent gynaecological infection") and headache ("major headaches with paralysis / unbearable headaches"). On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"). On an unknown date, the patient experienced dizziness. On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"). On an unknown date, the patient experienced dizziness. The patient will betreated with surgery (steps underway for removal). At the time of the report, the back pain, paralysis, abdominal distension, abdominal discomfort, fatigue, amnesia, alopecia, genital infection female and headache outcome was unknown and the dizziness outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, alopecia, amnesia, back pain, dizziness, fatigue, genital infection female, headache and paralysis with essure. Diagnostic results: lumbar puncture, MRI, CT-scan and electromyography were done. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(6)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.